Event description:
The customer reported that the charge button was not responding.

Manufacturer narrative:
The customer reported that the charge button was not responding. The unit was evaluated at philips. The symptom was verified. The processor pca was replaced to resolve the issue.